Event description:
Procedure: lobectomy. Reportedly, the device was fired across the bronchus. The staples appeared to form properly; however, when the surgeon tested the staple line an air leak occurred. The surgeon oversewed the staple line to complete the procedure. There was no injury to the pt.